Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented to the hospital after having several episodes of vf and receiving appropriate shocks. Physician planned to decrease threshold start. The patient will have their device replaced in the near future due to eri status and induction testing will be performed then.